Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vamc4242c150tu, serial/lot #: (B)(4), ubd: 25-oct-2019, UDI#: (B)(4); product ID: vamc4040c200tu, serial/lot #: (B)(4), ubd: 28-sep-2019, UDI#: (B)(4); product ID: vamf4040c200tu, serial/lot #: (B)(4), ubd: 25-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of a unknown sized ruptured abdominal aortic aneurysm. Another valiant captivia was then implanted 2 months later. It was reported on an unknown date after the index procedure, a type iiia endoleak between the 1st and 2nd component was diagnosed. A non mdt stent graft was used to treat this endoleak roughly 3 months after the index procedure. No cause was reported. No additional clinical sequalae were provided and the patient is fine.